Manufacturer narrative:
Date of event: exact date unknown, event occurred a day before the manufacturer was made aware.

Event description:
It was reported that the patient experienced worsening pain. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.